Event description:
Complainant alleged that during a routine shift check, the autopulse li-ion battery passed testing in the autopulse multi-chemistry charger. The battery status led was illuminated, indicating that the battery was ready for use. However, when the battery was placed into the autopulse platform, a "low battery" message displayed. Another fully-charged battery was installed into the same platform and the display indicated that the battery was fully charged. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.